Manufacturer narrative:
The insulin pump alarmed button error, followed by intermittent button response due to corroded keypad traces. No display ramping on its own anomaly was noted. No traces of moisture were noted at the electronic or motor assemblies per a visual inspection. The insulin pump was received with a cracked case at the display window corners, belt clip slot, and battery tube threads. The unit was also received with a minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the customer had fallen into a pool with the insulin pump on. The customer did not know the blood glucose reading. She stated that the insulin pump alarmed low battery, and she changed the battery. She stated that she got ready to give a bolus and put her carbohydrate, when the numbers started scrolling and the device alarmed button error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.